Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. Prior to the event, the customer woke up with low blood glucose levels. The customer ate, then suspended the insulin pump. The customer stated that the battery was completely dead, and the insulin pump was not working correctly. Found that the customer was not using the recommended battery. Checked the battery cap, and it appeared to have no corrosion. Advised the customer that a new battery cap would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.